Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer refilled the tubing with 30 units and resumed insulin without experiencing further occlusion alarms. Reportedly, the customer was using lantus brand insulin, which is off label insulin use.